Event description:
This event was captured based on literature review: percutaneous angioplasty of long tibial occlusions in critical limb ischemia. It was reported that a single center study identified 34 patient with 49 occluded tibial arteries received treatment from january to september 2011. The study showed one year clinical patency results after balloon angioplasty in patients with critical limb ischemia and long tibial lesions: 17 failure to cross, 04 no tibial flow, 01 tibial artery rupture, 03 residual stenosis, 01 calf hematoma after perforation, 02 dissection, 01 myocardial infarction (mi), no additional information was provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event estimated based on date the study was completed. As this is from an article, no relevant patient information (age, weight, gender or medical history) were provided. There was no reported device malfunction and the product was not returned. The reported patient effect of perforation is known observed and potential effect as listed in the hi-torque, winn, guide wire instructions for use (IFU) although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. Percutaneous angioplasty of long tibial occlusions in critical limb ischemia. The hi-torque pilot and armada referenced is being filed under a separate manufacturing report number. (B)(4).